Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the visual appearance of the handpiece (in assembled condition) is good. The tool locking mechanism as well as the tool acceptor part are working as intended. At the tip of the handpiece, a deformation was found. During test run, running noise as well as slight warming was noted. Inside the handpiece, abrasion signs were found after disassembling. The ball bearings are damaged due to the abrasion. The tip of the handpiece is massively deformed. The detected failure on the received handpiece leads to the conclusion that the handpiece was very likely overloaded during usage, by high lateral forces applied to the handpiece. The detected abrasion signs inside the handpiece are very likely related to an insufficient lubrication of the handpiece during reprocessing. The described warming/ heating of the handpiece is based on the investigation results related to high lateral forces in combination with increased friction of the ball bearings, caused by abrasion located at the ball bearings. A product issue could not be confirmed. Other components in use: (ga176, flexible cable and gd460r, spray nozzle) are without failure and according to their specifications. These devices are not related to the noted heating of the device.

Event description:
Country of complaint: (B)(6). User reports item got very hot during use, causing burn to patients lip.